Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Unable to verify battery out limit due to button keypad anomaly. The device was received with scratched lcd window, cracked display window corners,battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.